Event description:
It was reported that the spinal cord stimulation (scs) patient wanted magnetic resonance imaging (MRI) compatibility. As a result, the implantable pulse generator (ipg) pocket was moved higher. The devices were retained by the facility and will not be returned for analysis. Postoperatively, therapy resumed without issues.

Manufacturer narrative:
Block b3: exact date unknown, approximate date based on information provided by representative.

Manufacturer narrative:
Correction to the initial MDR h6. Block b3: exact date unknown, approximate date based on information provided by representative.

Event description:
It was reported that the spinal cord stimulation (scs) patient wanted magnetic resonance imaging (MRI) compatibility. As a result, the implantable pulse generator (ipg) pocket was moved higher. The devices were retained by the facility and will not be returned for analysis. Postoperatively, therapy resumed without issues. Additional information was received stating that ipg was explanted and replaced.